Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture. The lead was exhibiting noise. A new rate sense lead was implanted.